Event description:
The physician reported a patient with sepsis after spanner stent removal. The patient went to the ER after developing violent shaking chills and fever two hours after stent removal. The patient was hospitalized and placed on IV zosyn and levaquin antibiotics. He was hospitalized from monday to sunday (6 days). Patient's catheter was removed during hospitalization. Physician states in an email dated (B)(4) patient is doing fine. Follow up information from the physician states the patient had his spanner placed on (B)(6) 2010 and removed on (B)(6) 2010 (5 1/2 weeks).

Manufacturer narrative:
The device was not returned for analysis. A review of the DHR was not performed. Every device lot is verified as sterile before release into inventory. Urinary tract infections are not a significant rate of occurrence. The patient is a diabetic which is a risk factor for developing infections.